Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. According to the customer´s allegation, the basal rate was increased from 0.24 u/h to 0.45 u/h, but set back to 0.24 u/h by itself on several occasions within one week. After changing the basal rate, at first the infusion device delivered insulin correctly, but after a while set back to the basal rate prior to changing it.